Event description:
During use for cardiopulmonary bypass, the roller pump rotation was accompanied by an unusual grinding sound. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.